Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 516 mg/dl. It was stated that the customer was experiencing vomiting and nausea prior been admitted. Troubleshooting was performed. The time, date, programming, and settings were correct. Review the alarm history and found no delivery alarms. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.